Event description:
The pt was revised to address loosening of the femoral component at the cement/implant interface.

Manufacturer narrative:
The product associated with this reported event was not returned for examination. Product info required in retrieving the device history records for reviewing and searching the complaint database by lot code was not provided. The investigation could not draw any conclusions about the reported event based on the lack of the product to examine and insufficient product info. Based on the performed investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional info be received, the investigation will be re-opened.